Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced, and the pocket was moved to the left side. The patient was doing well postoperatively, and the explanted device was kept by the facility.